Event description:
It was reported that this right ventricular lead exhibited undersensing. Reprograming of the device was performed and the issue was resolved. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).